Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found the haptic broken/bent. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticmo13.7, -18.0/+3.0/071 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to low vault, lens rotation, pigment dispersion, and blurred vision. Reportedly, the icl had rotated to the vertical position. It is noted that the patient does not want to undergo another operation. The cause of the event is reported as unknown. The status of the eye is noted as "calm" after the explant.